Event description:
It was reported via repair work order that there was an intermittent power to bed due to damaged power cord prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.